Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3300tfx21mm was explanted from mitral position after an implant duration of four (4) years and eleven (11) months due to patient prothesis mismatch that caused degeneration of the valve. A surgical valve of unknown size was implanted in replacement. Patient was noted as to be discharged home in good condition.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in mitral position was explanted from a 9-y-o patient after an implant duration of four (4) years and eleven (11) months due to patient prothesis mismatch that caused degeneration of the valve. Reportedly, as the patient grew the valve was too small. A 23mm surgical valve was implanted in replacement. Patient was noted as to be discharged home in good condition.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section b5, b7, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The device was not returned for evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including patient's age at implant and implant in off-label position.